Event description:
A cracked and shattered touchscreen was reported by the caller, confirming damage underneath the screen protector. Interaction with the pump was still possible, and the pump was in warranty. There was no adverse impact to the customer's blood glucose level. The customer planned to continue using the current pump while awaiting a replacement. Technical support (cts) arranged to send a pump with updated software and instructed the caller on returning the damaged pump within 10 days, programming new settings, and connecting their continuous glucose monitor to the replacement. The caller acknowledged these instructions, and no signature was required for delivery.